Manufacturer narrative:
(B)(4). Explant of intraocular lens. All pertinent information available to abbott medicals optics has been submitted. Placeholder.

Manufacturer narrative:
Product problem should have also been checked/indicated. The explanted intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification found some surface residuals adhered to both sides of the optic compatible with handling the lens in a non-sterile environment. A diopter measurement was performed and the results were found to be within specification; the lens measured 27.0 diopters. Manufacturing records were reviewed: no discrepancy related to quantity was found in all manufacturing operations presented in the production order. No deviation or non-conformances (ncr) due to ¿labeling issues¿ were generated. Copy of the labels included in the production order record were reviewed and were found with the correct diopter, lens model, serial number, and expiration date according to the print proof requirements. All pertinent information available to the manufacturer has been submitted. Placeholder

Event description:
The doctor reported a ''refractive error''. The implant of the intraocular lens (iol) did not meet the goal of plano. The patient had a implant of a size 27.0 diopter lens. Post operative refraction was -3.00 diopter. The goal was plano. The iol was explanted and based on the refractive difference, a size 22.0 diopter lens was implanted. After the new lens was implanted, the patient was rescanned and now was a +3.00 diopter. The patient was immediately taken back to surgery and was implanted with a size 26.5 diopter lens. First day post op, the patient was 20/25. The event occurred during the same procedure. The patient is reported to be doing well. No surgical complications were reported. The doctor believes, ''the original iol was mislabeled and in reality it was probably a size 32 or 31.5 and wants the explanted lens examined.''